Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet fell out of latch in drawer 5. The field service engineer replaced latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer had hardware failure.the customer added that this malfunction caused a delay in retrieving medication to patient.however, there were no adverse events or injuries reported based on this event.